Event description:
A user facility clinical manager (cm) reported a dialyzer blood leak that occurred approximately thirty minutes into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a patient care technician (pct) from the facility. The pct stated the blood leak was internal. Blood was confirmed to be visible in the dialysate compartment of the dialyzer. A blood leak test strip was not used because the blood leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No physical damage was noted on the dialyzer. Once the machine alarmed, the lines were clamped, and the patient was moved to another machine where they were re-setup with new supplies. The patient¿s estimated blood loss (ebl) was 250 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on the new machine without further issue. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported a dialyzer blood leak that occurred approximately thirty minutes into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a patient care technician (pct) from the facility. The pct stated the blood leak was internal. Blood was confirmed to be visible in the dialysate compartment of the dialyzer. A blood leak test strip was not used because the blood leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No physical damage was noted on the dialyzer. Once the machine alarmed, the lines were clamped, and the patient was moved to another machine where they were re-setup with new supplies. The patient¿s estimated blood loss (ebl) was 250 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on the new machine without further issue. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.